Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Patient reported that due to sweating, the pod fell off and cannula dislodged from the infusion site. The patient was treated with insulin intravenously while in the hospital. This medical event was reported on the third day of hospitalization and the patient hoped to soon be discharged.